Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the longevity of the battery when from 1 year remaining to elective replacement indicator (eri) in 6 months. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to patient concern of longevity (went from 1 year remaining battery to elective replacement indicator (eri) in a 6 month time period. Data analysis confirmed the battery appeared to be depleting more quickly than expected. According medical records the device was already explanted. No additional adverse patient effects were reported.